Event description:
A customer reported the provue analyzer did not intepret dual population reactions correctly during blood typing of pediatric samples. Incorrect interpretation of dual populations could lead to misclassification of blood type and possible incorrect physician action.

Manufacturer narrative:
A field engineer visited the customer's site to service the instrument. Camera adjustments were made to bring the analyzer back to expected operation. The root cause of this event is unknown.